Manufacturer narrative:
A ge svc rep performed an on site investigation. Replaced external communications circuit board. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9800 sys had intermittent external communication errors. There was no reported pt involvement.